Event description:
Medtronic received information that battery cap cracked/damaged, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.11d. Unit had cracked battery tube threads, cracked case at the corner of the belt clip rail, minor scratched display window, scratched display window cover, scratched case, faded end cap address label, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Unit received without the original battery cap. Unable to verify damage to the battery cap. Unit passed the displacement test. The test p-cap and reservoir does lock in place in the reservoir compartment.